Event description:
During eval of the device, a philips bench engineer noted an etco2 equipment malfunction inop message at power up.

Manufacturer narrative:
Pr#: (B)(4): a follow up report will be submitted upon completion of the investigation.